Event description:
An impella cp was inserted via the femoral artery to support the 72 year old female who had been admitted in with known coronary artery disease and plan for a protected percutaneous coronary intervention (pci). At the time of pump insertion the patient was in scai stage c shock. Prior to the pump placement the patient was on oxygen for respiratory needs, but other underlying history was not known. The pump supported for the pci and was explanted after 25 hours. Post explant the team used perclose to achieve hemostasis at the groin access site. The site was still oozing, which prompted the ICU team to apply manual pressure and a femstop was placed. The pulses became lost and the team had vascular surgery team intervene, as they performed thrombectomy and a fasciotomy. The patient survived the harm. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics. The ooze observed from an access site bleed can be contributed to by the anticoagulation necessary for the pump placement and support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e4 upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event was not determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.